Event description:
Distributor reported their customer experienced a ruptured capsule after capsule polishing. There was no impact to the procedure and the pt's outcome was good.

Manufacturer narrative:
The returned tip was in very good condition without any burrs, scratches or anomalies that would cause a capsule rupture. The cause of this event is unknown.